Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to deliver a bolus, the customer received a maximum bolus alert; therefore, the customer reduced the carbohydrate input to avoid the alert, and did not cover for carbohydrates correctly. Reportedly, the customer repeatedly entered smaller carbohydrate amounts until the recommended bolus fell below the threshold. The customer's blood glucose level ranged from 225-320 mg/dl. To address the bg level, the customer delivered a correction bolus. The customer consulted with clinical diabetes specialist (cds) and was able to successfully adjust the maximum bolus settings to avoid any future issues.